Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2019. The original surgery date is (B)(6) 2019. The reason for revision is reported patient dislocation.